Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed one application was performed with balloon catheter afapro28 with lot number 69620 without any issues present. A clinical issue (phrenic nerve injury) was encountered during the procedure. The case was aborted while the patient was under general anesthesia. In conclusion, the reported balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The procedure was then aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.